Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), genital haemorrhage ('bleeding'), small intestinal obstruction ('small bowel obstruction'), postoperative adhesion ('surgeries due to adhesions from previous surgeries') and vulvovaginal pain ('vaginal sores nos') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "forced into essure just months after a c-section while emotionally unstable". The patient's medical history included cesarean section on (B)(6) 2009, loop electrosurgical excision procedure in 2001, endometrial biopsy, abscesses of skin, gravida, vaginal abscess, colposcopy, prediabetes, nausea, vomiting and wisdom teeth removal. Concurrent conditions included menometrorrhagia, uterine fibroids, benign neoplasm of unspecified site, irregular menstrual cycle, surgical scar, hot flashes, abdominal pain, hyperchloremic acidosis, folliculitis, hypertension, bipolar disorder, vaginitis, anxiety, hypercholesterolemia, hypothyroidism, hand pain, fever and adenomyosis. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), small intestinal obstruction (seriousness criterion medically significant), postoperative adhesion (seriousness criterion medically significant), dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), abdominal distension ("bloating and abdominal distention"), depression ("depression"), vulvovaginal pain (seriousness criterion medically significant), mood altered ("mood changes resulting in divorce"), ovarian cyst ("ovarian cyst"), fatigue ("fatigue"), mania ("mania") and impaired work ability ("loss of work") and was found to have weight abnormal ("weight changes"). The patient was treated with surgery (d & c thermachoice ablation and supracervical hysterectomy with bilateral salpingectomy) and removal scar. Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, small intestinal obstruction, postoperative adhesion, dysfunctional uterine bleeding, abdominal distension, depression, weight abnormal, vulvovaginal pain, mood altered, ovarian cyst, fatigue, mania and impaired work ability outcome was unknown. The reporter considered abdominal distension, depression, dysfunctional uterine bleeding, fatigue, genital haemorrhage, impaired work ability, mania, mood altered, ovarian cyst, pelvic pain, postoperative adhesion, small intestinal obstruction, vulvovaginal pain and weight abnormal to be related to essure. The reporter commented: forced into essure just months after a c-section while emotionally unstable. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: bilateral essure coils in place. Fallopian tubes not visualized.. Pregnancy test - on (B)(6) 2009: negative; on (B)(6) 2014: negative. Smear cervix - on (B)(6) 2012: negative for intraepithelial lesion or malignancy.; on (B)(6) 2013: abnormal. Ultrasound scan - on (B)(6) 2014: uterine fibroid. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; confirming- uterine bleeding, pain, abdominal adhesions,pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 9-jul-2019: quality safety evaluation of ptc(product technical complaint). Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), genital haemorrhage ('bleeding'), small intestinal obstruction ('small bowel obstruction'), postoperative adhesion ('surgeries due to adhesions from previous surgeries') and vulvovaginal pain ('vaginal sores') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "forced into essure just months after a c-section while emotionally unstable". The patient's medical history included cesarean section on (B)(6) 2009, loop electrosurgical excision procedure in 2001, endometrial biopsy, abscesses of skin, vaginal delivery, vaginal abscess, colposcopy, prediabetes, nausea, vomiting and wisdom teeth removal. Concurrent conditions included menometrorrhagia, uterine fibroids, benign neoplasm of unspecified site, irregular menstrual cycle, surgical scar, hot flashes, abdominal pain, hyperchloremic acidosis, folliculitis, hypertension, bipolar disorder, vaginitis, anxiety, hypercholesterolemia, hypothyroidism, hand pain, fever and adenomyosis. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), small intestinal obstruction (seriousness criterion medically significant), postoperative adhesion (seriousness criterion medically significant), dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), abdominal distension ("bloating and abdominal distention"), depression ("depression"), weight fluctuation ("weight changes"), vulvovaginal pain (seriousness criterion medically significant), mood altered ("mood changes resulting in divorce"), ovarian cyst ("ovarian cyst"), fatigue ("fatigue"), mania ("mania") and impaired work ability ("loss of work"). The patient was treated with surgery (d & c thermachoice ablation and supracervical hysterectomy with bilateral salpingectomy) and removal scar. Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, small intestinal obstruction, postoperative adhesion, dysfunctional uterine bleeding, abdominal distension, depression, weight fluctuation, vulvovaginal pain, mood altered, ovarian cyst, fatigue, mania and impaired work ability outcome was unknown. The reporter considered abdominal distension, depression, dysfunctional uterine bleeding, fatigue, genital haemorrhage, impaired work ability, mania, mood altered, ovarian cyst, pelvic pain, postoperative adhesion, small intestinal obstruction, vulvovaginal pain and weight fluctuation to be related to essure. The reporter commented: forced into essure just months after a c-section while emotionally unstable. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: bilateral essure coils in place. Fallopian tubes not visualized. Pregnancy test - on (B)(6) 2009: negative; on (B)(6) 2014: negative. Smear cervix - on (B)(6) 2012: negative for intraepithelial lesion or malignancy.; on (B)(6) 2013: abnormal. Ultrasound scan - on (B)(6) 2014: uterine fibroid. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; confirming- uterine bleeding, pain, abdominal adhesions,pelvic pain. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.